Event description:
A customer reported that the pin of a denali screw based distractor disengaged intra-operatively. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient. The pin was unable to be located in the room or in an x-ray of the patient.

Manufacturer narrative:
Corrected data: g1 h6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.